Manufacturer narrative:
Additional information: patient age/date of birth: unknown as information was not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported pcb00 19.5 diopter intraocular lens (iol) lens was stuck in the pre-loaded cartridge, lens stuck in cartridge did not deploy, pusher went around lens, and the lens touched the eye area but was not inserted. Outcome does not significantly interfere with activities of daily life, patient has recovered, and no further information is available. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 03/16/2020. Section h-3 device returned to manufacturer: yes. Device evaluation: the pcb00 was observed with the plunger in advanced position and locked. Scarce amount of viscoelastic was observed in the device. The lens was observed stuck in the cartridge tube with the pushrod overriding the lens. The complaint was verified however it could be related to the handling process. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation requests (irs) for this production order number has been received. A product quality deficiency was not identified. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.